Event description:
The patient underwent prophylactic generator replacement. During the replacement surgery, it was observed that the generator header appeared bent. It was noted that diagnostics were normal and there were no evident issues with device performance. The explanted device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Explanted generator was received and product analysis (pa) was completed. The allegation of detached header was confirmed in the pa lab. Upon observation, tool marks were found on the generator header, which are consistent with manipulation of the generator during the explant procedure. The header was partially detached from the generator can. It is likely that the detachment occurred during the explant procedure, based on the location of the tool marks on the header, and ¿as received¿ no blood was seen on the header¿s underside/can and there was no corrosion or dried body fluid in the gap between the header and the can, in the anchor tabs, or in the feedthru wire area. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Other than the header anomaly, there was no performance or any other type of adverse condition found with the pulse generator. Therefore, the detachment of the header can be attributed to the explant procedure and is not indicative of a device failure. No additional relevant information has been received to date.